Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be determined. The product was not returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. Additional information was requested on 02/23/2011 and 03/08/2011 by mail. A completed questionnaire has not been received. (B)(4).

Event description:
A nurse reported that an intraocular lens (iol) had a spot on it. Patient impact remains unknown. Additional information has been requested.